Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, oversensing was observed on the atrial lead. Provocative testing and evaluation of the lead integrity was recommended. The patient was stable. Further information was requested but not received.

Event description:
Additional information was received during another follow-up visit. The noise was unable to be reproduced and all electrical lead measurements were stable with no recorded noise or automatic mode switching episodes. The lead will be monitored.